Event description:
There was no alleged issue at the time of intake. However, the product was returned for evaluation. Evaluation of the device determined that the device was overheating. No patient impact reported.

Manufacturer narrative:
H3: product analysis: evaluation determined overheating and the maximum temperature was measured to be 148f. The likely cause could not be determined. It was also noted noise, laser marks on the tube are out of position. B3: date of event or estimated date of incident not provided to manufacturer medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.